Event description:
Patient revised for osteolysis, polyethylene wear of insert and patella; and loosening of femoral and tibial components. Revision surgery found loosening at the bone/cement interface.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported loosening based on the lack of the product to examine and insufficient information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.